Event description:
As reported: forte - loud sound the programming on this aid is very loud and hot. 10-b210582 interpretation: the perceived loud sound level of the device can potentially harm the remanining hearing of the patient. No indications of any such harm is provided in the complaint, but it cannot be ruled out. The device is equipped with a high power receiver. We will not be able to finalize investigation in time for the 30 day time limit, why this is an initial report. Previously an initial report has been sent - this is the follow-up/final report.

Manufacturer narrative:
1. Initial report: the perceived loud sound level of the device can potentially harm the remaining hearing of the patient. No indications of any such harm is provided in the complaint, but it cannot be ruled out. The device is equipped with a high power receiver. We will not be able to finalize investigation in time for the 30 day time limit, why this is an initial report. 2. Follow-up/final report: the case has been decided to be non-reportable. Case will be downgraded as we have attempted several good faith efforts to contact the customer for more information with no luck. It has proven impossible to have the hearing aids returned for investigation (nor the so-called noah-file with fitting information) and to have the description clarified (re. How can a sound be hot). There is also nothing in the case that indicates that any harm was inflicted to the user. The internal initial reportability questionnaire was only triggered due to its a hp device, which will be downgraded to a normal complaint due to the lack of information.

Manufacturer narrative:
The perceived loud sound level of the device can potentially harm the remaining hearing of the patient. No indications of any such harm is provided in the complaint, but it cannot be ruled out. The device is equipped with a high power receiver. We will not be able to finalize investigation in time for the 30 day time limit, why this is an initial report.

Event description:
As reported: forte - loud sound. The programming on this aid is very loud and hot. 10-b210582. Interpretation: the perceived loud sound level of the device can potentially harm the remaining hearing of the patient. No indications of any such harm is provided in the complaint, but it cannot be ruled out. The device is equipped with a high power receiver. We will not be able to finalize investigation in time for the 30 day time limit, why this is an initial report.